Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 293 mg/dl which was addressed with a correction bolus. The customer reported that the cause of the high bg was due to taking longer than expected to complete the load process because the process was new for them.